Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handing the device which led to abnormality of electronic parts. As a result, the suggested event occurred. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage - do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to corrosion on the plug unit an e315 error occurs. In addition to the image failure, the evaluation findings are as follows: the air/water cylinder had discoloration, the suction cylinder had discoloration, the grip was shaved, the switch box had a crack, the light guide cover glass had corrosion, on water detection sticker (#1b), dots are smudged and connected, the micro connector unit in the scope connector has corrosion due to water leakage, due to ear of angle wire, the play of the "up/down" knob is out of standard value, due to wear of angle wire, the play of the "right/left" knob is out of standard value, the cover of the light guide bundle was damaged, and the inside of the light guide lens was dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had an image problem. The issue was found during preparation for use (prior to a procedure). There were no reports of patient harm. The subject device was returned to olympus for evaluation. During evaluation, it was observed that the subject device was displaying an e315 error code (scope error). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.